Event description:
It was reported via legal documentation that approximately 24 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: 4908962 02-012-60-1880 - tru stem ext 18mm x 80mm 4540853 02-012-65-5013 - tru cc tib insert size 5, 13mm 5532658 02-010-06-0350 - tru cc femoral size 5 right 5557949 208-07-05 - cc posterior fem augment sz 5, 5mm 5565731 02-012-50-4011 - tru tib aug 1/2 size 4, 5mm 5565740 02-012-50-4011 - tru tib aug 1/2 size 4, 5mm 6121777 02-012-60-1425 - tru stem ext 14mm x 25mm 6348789 02-012-66-2000 - metaphyseal tibial cone, ml32mm 6530743 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 6765010 02-012-61-6000 - tru offset stem ext coupler, 6mm. The product associated with the reported event is within the scope of recall z-0582-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.